Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported the fluid sent on (B)(6) 2017 was negative for bacteria. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
A healthcare provider (hcp) reported via a manufacturer representative (rep) that a patient with gastroparesis had localized abdominal pain and tenderness at and inferior to the implantable neurostimulator (ins) site. It was noted that there was ins movement. The patient saw their primary care provider, and then went to the hospital on (B)(6) 2017. The pain was unrelieved by flagyl 1gm by mouth for 7 days. It was mentioned that the patient also had poor gastric motility, and used enemas for bowel movements. It was further provided that the patient had their device and leads removed, and were reimplanted with new leads and battery on (B)(6) 2017. There were no further complications reported as a result of this event. The indications for user were gastric stimulation and gastrointestinal/pelvic floor.